Event description:
On (B)(6), 2011 a doctor alleged that a patient lost a sybronpro xrt implant approximately one (1) month after placement due to unknown cause. The doctor suspects soft tissue capsulation.